Event description:
An olympus sales representative reported on behalf of the customer that the visera 4k uhd xenon light source has no light output. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the olympus sales representative to discuss about the reported event. The rep confirmed that the light was functioning as normal and 200 hours was remained on the lamp. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and the inability to evaluate the device, the root cause for illumination not working could not be identified. Olympus will continue to monitor field performance for this device.